Event description:
It was reported that the patient had heart surgery. During the surgery, the electrode was cut in half. During the procedure to replace the electrode, the pulse generator was damaged. The doctor replaced both the electrode and the pulse generator with new ones. There were no additional adverse patent effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection found forcep markings on the case of device. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had heart surgery. During the surgery, the electrode was cut in half. During the procedure to replace the electrode, the pulse generator was damaged. The doctor replaced both the electrode and the pulse generator with new ones. There were no additional adverse patent effects.